Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing due to dislodgement confirmed via x-ray on the right ventricular (rv) lead. During the procedure helix would not retract. The physician elected to explant and replace the (rv) lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 product not returning.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue and far p oversensing. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. Electrical, mechanical, and visual analysis was normal with no anomalies found.